Event description:
Customer's meter is indicating a low battery and that nothing is coming on the screen. An evaluation of the system was performed over the phone. The evaluation determined that segments were in all three positions of the display. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.